Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. (B)(6). Additional information: the ((B)(4), lot#7810879) medial distal humerus plate was received in good condition and was manufactured on 3/2/2012. Slight scratches are evident throughout the returned part and consistent with use. No bends, breakage, burrs or raised edges are evident. Distal locking screw threads, holes and proximal screw slots show nominal wear and material movement likely resulting from placement and removal of screws. As measured ((B)(4)), plate material, configuration and dimensions conform to tabulated dwg #(B)(4) rev.b. No companion screws were received or reported as broken or effected in anyway. There is nothing remarkable about the returned plate that appears capable of causing pain, irritation or discomfort. It is unknown if perhaps the screws used with the plate were positioned proud and could have contributed to the complaint conditions as no screws were returned. It is also possible that the patients condition ((B)(6)) and age ((B)(6).)may have contributed to the likelihood of pain, irritation and discomfort due to aged and thinning skin at the plates site. The design of the device is therefore determined to be suitable for its intended use. The occurrence rate is therefore > 1:100 and </=1:10. Placeholder.

Event description:
Updated: it was reported that on (B)(6) 2013, the patient received an implant of a medial distal humerus plate (mdhp) for an injury the patient received on (B)(6) 2013 due to visible thin skin in the area of the implant due to severe rubbing between the skin and the plate. The surgeon explanted the mdhp. Upon explantation, the surgeon implanted a 3.5 cortical screw to finish the healing process. The implantation procedure placing the 3.5 cortical screws was fully successful. The explantation was needed due to the patient experiencing pain, irritation and discomfort from the mdhp. This is report 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
On (B)(6) 2013, the patient received an implantation of a medial distal humerus plate (mdhp) for an injury the patient received on (B)(6) 2013; however, the hospital stated the patient had visible thin skin in the area due to severe rubbing between the skin and the plate. The surgeon explanted the mdhp. Upon explanation, the surgeon implanted a 3.5 cortical screw to finish the healing process. The mdhp device was scheduled for explant on (B)(6) 2013. Surgery was not delayed due to this event; hence, the implantation procedure placing the 3.5 cortical screws was fully successful. The explanation was needed due to the patient experiencing pain, irritation and discomfort from the mdhp. This is report 1 of 1 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates a review of the device history record showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The returned plate shows no visual defects related to the manufacturing process. One of the variable angle (va) hole (va7) is visually damaged (post production) and so is not measurable. Measurements that could be taken were found to meet specification.